Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the ise tubing, valves and electrodes to resolve the issue. (B)(6)

Event description:
The customer reported obtaining high sodium (na) patient results involving the au480 clinical chemistry analyzer. The high results were reported outside the laboratory. No quality control information was provided. There was no change to patient treatment in association with this event.